Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's battery was not working. No other information was provided. Follow-up was conducted with the rep. No patient complications were reported.